Event description:
It has been reported that an abnormal noise is coming from the device during an operational check.

Manufacturer narrative:
Reporter details updated.

Manufacturer narrative:
Reporter details updated.